Event description:
During an unspecified procedure, it was reported that a piece of the white silicone insulation on the distal end of the device came off and the surgeon was unable to find it. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Device evaluation summary: examination of the returned device determined that the instrument appeared to have been heavily used and that a small piece of the white silicone insulation on the distal end of the device was missing. Investigation has determined that the silicone tip of this product can become damaged (i.e., cut or torn) if used with certain cannulas and/or if the device jaws are not fully closed during insertion / retraction through the cannula. Device instructions for use indicate that instruments should not be used if it is damaged.